Manufacturer narrative:
(B)(4). Batch #r5715d. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. In addition, three reloads were received. The reloads (b and c) were received fully fired. The reload (d) was received unfired, with two double drivers missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from right proximal side. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with the returned cartridge reload (a), and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic colectomy, the knife stopped on the way of the third firing. The manual override lever was used to release the device since the knife reverse switch did not function. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.